Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the system was implanted, the physician noted that the right ventricular lead did not appear to have enough slack. The pocket was opened and the lead was repositioned. No further information was available.